Event description:
Additional information received reported the patient no longer had concerns regarding device or therapy.

Event description:
Additional information was received from the patients implanting physician. The physician reported that a subsequent procedure was done at another facility. It was reported another lead was placed, however, this was not confimred in the company device registry. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient's device was removed 6 or 8 months ago. The device became ineffective and he had an infection and inflammation around the area of the device. The patient stated originally the device worked flawlessly shunting his pain, but as time went on it didn't help his pain. The leads remained implanted in his back. The patient's physician explained to him that it was more detailed operation to remove the leads. The patient stated that they had no further concerns with the therapy or the device.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37081, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37081, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger ; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
Additional information received from the health care professional reported that some portions of the lead remained in the patient. The approximate explant of the components was believed to be in 2011. Indications for use include complex regional pain syndrome type 1. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37081, serial # (B)(4), implanted: (B)(6) 2007, product type extension.